Event description:
A patient was having an 44-1 exeter stem removed due to thigh pain. When the stem was removed it was noticed that there were black burnishings on the implant.

Manufacturer narrative:
An event regarding thigh pain involving a exeter stem was reported. Corrosion product on the stem was confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report ."the anterior, posterior, medial and lateral surfaces of the exeter stem are shown with indications of the locations of discoloration." The mar concluded that "no material or manufacturing defects were observed on the surfaces examined." -medical records received and evaluation: a medical review was performed and concluded: "cup malposition in absent anteversion caused psoas tendinitis with thigh pain representing the indication for revision surgery with stem and cup revision". "Improper positioning of the cement restrictor contributed to a suboptimal distal cement mantle with eccentric position of the stem tip leading to a local overload condition secondarily affecting also the more proximal stem-cement interface with development of surface corrosion with the burnishing as noted during revision surgery. It is not very likely that this burnishing contributed to any of the clinical complaints." -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded the exact cause of the pain was related to shell malposition with no evidence of device related factors. Further to this a material analysis did not indicate that any "material or manufacturing defects were observed on the surfaces examined". No further investigation is required at this time. If further relevant information becomes available this investigation will be reopened.

Event description:
A patient was having an 44-1 exeter stem removed due to thigh pain. When the stem was removed it was noticed that there were black burnishings on the implant.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.